Event description:
Event description guidant received information that this bipolar lead exhibited a significant decrease in impedance measurement. The lead would no longer pace or sense. The lead was removed and abrasion was noted on the insulation. A new lead was successfully implanted.